Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 325 (mg/dl) after a supply change. A pump bolus was delivered to address bg levels. System check with tandem technical support indicated a resume pump alarm in the pump history that was not addressed for 16 minutes. Reportedly, the alarm occurred during the load process. Recommendation was made for customer to change their infusion site.